Event description:
Account sent in a copy of a medwatch report dated in 2000 indicating that a staff member connected the tubing to a co2 tank instead of an o2 tank. Pt went into cardiac arrest, however, CPR was successful and pt had good recovery.